Event description:
My sister had breast implants, developed lymphoma, and died. We have no history of cancer in our family. I believe the deadly cancer was directly related to the breast implants. No person will speak of this because breast implants are so easily given to anyone and so many doctors will be out of this deadly money making business. My sister was in and out of the hospital for 10 months. She lost everything and died at (B)(6). I will give you access to her medical records. I was my sister's personal representative. My name is (B)(6), (B)(6).